Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 41 mg/dl. The customer treated with the food. Troubleshooting was done for low blood glucose and over delivery. Auto mode feature was active at the time of event. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer also stated they received change sensor and calibration not accepted error. The insulin pump will not be returned for analysis.